Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had a rash under the rear te pads of the lifevest. The area was described as a red and bumpy rash. The patient's doctor recommended to end use of the lifevest and an over the counter cream for the irritation. The patient reported that the irritation has improved.